Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm4) was analyzed, and issue was confirmed and replicated in the field. During visual inspection the rolling loop ground straps were found to be damaged. The usm4 was tested on an in-house system and failed in normal mode. The usm4 was also tested on a patient side cart (psc) fixture test platform (pftp) and rolling loop fiber test failed. Once testing was completed, the rolling loop assembly was aba tested, and it was verified to be the source of the fault. The probable root cause of this issue is attributed to a defective rolling loop assembly on the usm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported error. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted prostatectomy, radical with lymphadenectomy surgical procedure, the customer encountered an error 307 on the patient side cart (psc). Prior to calling, the customer restarted the system, but an error 319 occurred after the system restart. The technical support engineer (tse) checked the system logs and confirmed an error 319 pointing to the axis controller carriage (acc) in universal surgical manipulator (usm) 4. The tse guided the customer to undock the system, move usm 4 out of the way, and power cycle with emergency power off (epo). They then deactivated the usm and completed the procedure with three system arms. The procedure was completed with no reported injury.